Event description:
The patient was referred for a battery replacement as they were experiencing an increase in seizures. The patient underwent generator replacement surgery and the explanted generator was discarded. No other relevant information has been received to date.